Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction cause due to burn on distal cover. However, for foreign material on nozzle, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colon videoscope exhibited foreign matter inside the nozzle with burn marks on the distal end metal section. There was no patient involvement.